Event description:
Additional information was received from the customer stating that the event occurred during reprocessing and there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was pointed out that there was no adhesive on the forceps cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿instructions evis exera ultrasound gastrovideoscope olympus gf type uct180: important information ¿ please read before use: warnings and cautions: caution: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to event, the olympus service center found the device leaking, minor surface damage on the pink probe, cuts and peeling adhesive on the bending section rubber, scratches and chips on the lens impacted image quality, 8 missing echo signals, loose mouthpiece, and play at the control knob. These defects are not severe enough to be considered potential adverse events. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the inner sheath of the evis exera ii ultrasound gastrovideoscope was crushed. Upon inspection and testing of the customer returned device, it was observed that the adhesive was missing on the forceps cover. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.